Event description:
It was reported that the syringe pump had syringe position failure code 351.6660. This was reported to bd representatives during site visit. There was patient involvement but no harm.

Manufacturer narrative:
Omit: c20 - no findings available additional information: imdrf annex a,g,b,c codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the issue of syringe position failure code 351.6660 could not be identified since no devices were received no suspect device was returned for this investigation; therefore, an external inspection could not be performed. Testing was not able to be performed as none of the devices were returned for investigation. The syringe module error logs were received via email associated with the alleged incident. The date and time of the event was not provided. The analysis revealed multiple instances of the following error code: 351.6660.0 failure=syr_plunger_position_failure; severity=runtime_fatal_severity; subsystem=syr_motor_ss the most recent errors recorded in the month of may were: (B)(6) 2025 ¿ 2:06:32 pm (B)(6) 2025 ¿ 6:48:54 am (B)(6) 2025 ¿ 10:44:26 am (B)(6) 2025 ¿ 6:27:00 am testing was not able to be performed as none of the devices were returned for investigation. The bd alaris system channel error tip sheet has information regarding instructions on how to deal and troubleshooting channel malfunctions. A channel error message means the device has discovered an error either in the affected channel hardware or software. Operations on the affected channel stop; other infusing channels will not be affected. To silence the alarm and continue unaffected channel operation, press the confirm soft key; operation of the affected channel will be stopped. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the syringe position failure code 351.6660 was verified through the error logs provided; however, it could not be identified due to the lack of devices for investigation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the syringe pump had syringe position failure code 351.6660. This was reported to bd representatives during site visit. There was patient involvement but no harm.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.